Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a reprogramming session for an implantable neurostimulator with two leads, high impedance was observed at electrode 15, with a reading of 40,000 and a red x on impedance and lead select checks. The patient denied any fall or accident, and electrode 15 was not being used during reprogramming. Troubleshooting was performed using a different reference electrode. Programming was discussed with the managing physician, and no intervention was planned. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.